Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve of the vizigo short was dislodged. This was noted at the time of puncture. The needle for the septal puncture was not used. The hemostatic valve was totally separated from the valve and was found inside the valve. No blood return was noted. No air entered the patient's body. No damages or dislodgments to the brim cap or hub were noted. The sheath was replaced. The procedure was completed as planned. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve of the vizigo short was dislodged. This was noted at the time of puncture. The needle for the septal puncture was not used. The hemostatic valve was totally separated from the valve and was found inside the valve. No blood return was noted. No air entered the patient's body. No damages or dislodgments to the brim cap or hub were noted. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, some red fluid was observed in the handle and valve of the sheath and the hemostatic valve was observed dislodged inside the hub. The customer complaint was confirmed based on the picture received. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record evaluation was performed for the 60000517 finished device, and no internal actions related to the reported complaint condition were identified. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).